Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors (mcs) instrument got stuck in the fenestration of a bipolar forceps instrument. While the surgeon was trying to untwist and untangle the instruments, the mcs tip broke off inside the patient. The mcs tip was retrieved during the same surgical procedure and discarded. The mcs instrument was inspected and no damage was found. A new mcs tip was installed. The procedure was completed robotically.

Manufacturer narrative:
The customer stated that product was recovered and discarded; therefore, no failure analysis investigation can be performed. Patient height 165 cm., bmi 19 kg/m2.